Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient receiving bupivacaine/dilaudid (hydromorphone)/fentanyl via implantable pump. The indication use was for spinal pain. The patient was experiencing respiratory depression of an unknown etiology that has recently worsened. The patient also had underlying issues and they were investigating whether the pump was causing patient's condition. The patient had been intubated then got better and then downhill again. They were given a trial of narcan and "he perked up immediately." They asked about turning the pump off; an agent reviewed option to program pump to minimum rate mode. Also, reviewed options to check prescription and programming information as well as to measure current reservoir volume versus what was expected. The healthcare provider (hcp) was not aware of any recent pump refills or drug or dosing changes. The issue was not resolved through troubleshooting. Information was received from a healthcare provider (hcp) indicated that there was no dosage change. The patient was hospitalized but no dosage was changed. It was noted that there was volume discrepancy but no alarms even thou the pump was overdue for a replacement. The pump was implanted on (B)(6) 2017. There was no further information at this time.